Event description:
The caller stated that he received a tracheostomy tube from a patient that had it in place for 10 days. The caller stated that the hub rotates freely with the inner cannula in place. The caller stated that there was no patient harm and the patient was required to be recannulated with another 8lpc. The exact date of the event is unknown.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.